Event description:
It was reported that customer experienced recurring cartridge alarm 20 during cartridge loading, even after following prompted steps and proper load technique. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery while tandem technical support arranged replacement pump, provided instructions for storage mode and return of problematic pump within specified time frame, and advised customer to reprogram pump settings and reconnect cgm once replacement pump was received.